Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Subsequently, customer went to the ER and was admitted to the hospital due to a blood glucose (bg) level of approximately 600 mg/dl with high ketones. Ketone level was identified as life threatening by a healthcare provider. The customer changed supplies and delivered a bolus via the pump prior to the hospitalization, and was treated with intravenous fluids of saline and insulin while in the hospital. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Event description:
It was reported that occlusion alarms occurred. Subsequently, customer went to the ER and was admitted to the hospital due to a blood glucose (bg) level of approximately 600 mg/dl with high ketones. Ketone level was identified as life threatening by a healthcare provider. Additionally, it was reported that a minimum fill notification occurred after the customer filled the cartridge with insulin during the load sequence. The customer changed supplies and delivered a bolus via the pump prior to the hospitalization, and was treated with intravenous fluids of saline and insulin while in the hospital. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.